Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their previous ins "wasn't working" so they had to get a new implant. The patient provided event date as "probably like two years" after they got the implant. They are no longer with kaiser so they can't get their medical records. They don't currently have a managing healthcare professional (hcp). Agent did not ask about the circumstances that led to the reported issue.